Manufacturer narrative:
A re-osteotomy was performed on the patient's tibia on (B)(6) 2015 due to pre-consolidation; however, the nail did not appear to lengthen. The nail was removed and the patient was implanted with a new precice nail on (B)(6) 2015, without incident. No negative outcomes were reported. A DHR review revealed that there were no deviations from the manufacturing process and that the device was released within specifications. To date, the patient is doing fine and continuing their lengthening treatment.

Event description:
A representative reported that a patient underwent a re-osteotomy of their tibia due to pre-consolidation of their bone; however, the nail allegedly did not appear to lengthen. The nail was removed and the patient was implanted with a new precice nail.